Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm), but it did not resolve the issue. The fse then replaced the proximal set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, both the usm and the suj have not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was getting recoverable faults. The surgical staff had tried to recover from the faults, but they kept coming back. The caller stated that they had used the instrument removal kit to remove an instrument and ended up disabling the usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. The caller wanted to know how to get usm 4 active again, and the tse informed the caller that a power cycle was needed. The surgical staff performed a power cycle, but the issue remained. The tse walked the caller through a hard power cycle of the system, but the issue was not resolved. The procedure was completing as planned with no reported injury using three usms. Isi followed up with the initial reporter and obtained the following information: it was confirmed that there was no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system where it passed normal mode with no related errors. The reported errors 32099 and 23211 were confirmed via logs but could not be replicated during in-house testing. The unit was also tested on an in-house test platform where it passed with no related errors. The proximal setup joint (suj) was analyzed on a test platform where the horizontal brake test failed, brake was deactivated when this was moved to the proximal side. When the golden axes controller setup (acu) was installed, all tests passed.